Event description:
It was reported that during a previous visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit farfield oversensing on the right atrial (ra) lead. It was noted that the patient had recently been implanted with a concomitant device. The device was reprogrammed and successfully resolved the oversensing. During the current visit, the crt-d was observed to be undersensing the ra lead. Technical services (ts) was consulted and provided programming optimization recommendations. No additional adverse patient effects were reported. The crt-d and ra lead remain in service.

Manufacturer narrative:
This product remains implanted and in-service, therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during a previous visit, this cardiac resynchronization therapy defibrillator (crt-d) was found to exhibit farfield oversensing on the right atrial (ra) lead. It was noted that the patient had recently been implanted with a concomitant device. The device was reprogrammed and successfully resolved the oversensing. During the current visit, the crt-d was observed to be undersensing the ra lead. Technical services (ts) was consulted and provided programming optimization recommendations. No additional adverse patient effects were reported. The crt-d and ra lead remain in service. Subsequent additional information was received reported that during a follow up visit, the health care professional (hcp) called technical services (ts) and requested further review of the crt-d stored atrial tachy response (atr) events. The hcp inquired if the farfield oversensing might be contributing to patient heart failure symptoms. Ts reviewed the stored events and noted the recent atr events seemed to occur primarily when atrial pacing and the concomitant device were active. Further review of the events suggested that the far field oversensing was unlikely to have contributed to the hf symptoms due to the short duration of the atr events. No additional adverse patient effects were reported. This crt-d and ra lead remain in service.